Event description:
Evaluation of the returned device finds the locking feature has fractured off the saw capture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw capture size 3-5 does not sit properly on slot. No surgical delay.